Manufacturer narrative:
Attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the device provided inaccurate spo2 readings. Customer reported that the spo2 reading was 87% with a "good pi". There were no consequences or impact to the patient.